Event description:
Customer reported the system continued beeping after fluoro button was released. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and adjusted the 5v power supply and replaced the generator interface board. System operates as intended.